Event description:
The customer reported to their baxter sales representative (bsr) to relay report for two interlink t-connector extension sets in which the set separated between the first luer and the extension tubing during patient use. The set was on the patient for 6-8 weeks. The condition occurred in the ed. There was no patient injury associated with this report. No additional information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that post implant, atrial pacing thresholds increased, sensing decreased and lead impedance was less than 200 ohms. It was noted that the suture had been tied on the lead instead of the suture sleeve. The lead was explanted and replaced.